Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. S/w version 6.5v, retainer ring = black, pump case = ngp. Customer returned pump for an alleged pump error 15, cosmetic damage located at back of the pump and low bg found on (B)(6) 2022. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap locked into the reservoir tube successfully. No pump error 15 alarms noted during testing. Pump successfully downloaded to thump. Pump error 15 was noted in the history files on 24-sept-2022 due to software discrepancies detected by the critical block inverse check. The pump was cut open for visual inspection and found dried insulin in the motor slide and moisture on pcba 1. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay. Pump error 15 confirmed in the history files due to a software anomaly error. Pump passed full drive test, unable to confirm low bg. Cosmetic damage confirmed on the back of the pump during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated insulin pump error alarm and crack at the back of insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.